Event description:
A user facility reported at least five 3m¿ ranger¿ blood/fluid warming high flow sets leaked at the section of tubing on the patient side of the bubble trap. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
The devices have not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the samples. Based on the problem description and diagram provided, a likely cause are leaks at the bubble trap to tubing connection. Possible causes include pulling on tubing, excessive twisting of tubing, excessive force on tubing, or insufficient bond of tubing to bubble trap. Tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.